Event description:
It was reported that during follow-up, it was noted that the ventricular lead was fractured. The lead was capped and replaced during a pulse generator change out procedure on (B)(4) 2014. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.